Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has undergone additional medical treatment and procedures and has experienced pain and suffering due to mesh erosion.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced infection, urinary tract infection, bacterial infection, pain during intercourse, rectal bleeding, urgency of urination (urinary urgency), urine leakage (incontinence), vaginal discharge, pelvic pain (abdominal pain), vaginal mesh erosion (erosion), foreign body in the vagina (foreign body in patient), rectal bleeding, dyspareunia, vaginal discharge; ¿examination revealed the presence of a sinus on the posterior vaginal wall/pelvic exam showed a draining sinus with granulation tissue surrounding it representing a persistent infected mesh¿ (fistula) (infection) (foreign body reaction); tachycardia, vaginal prolapse, uterovaginal prolapse stage three (prolapse), pain, ¿presence of permanent suture on the left lateral aspect of the vagina¿ (foreign body inpatient), burning with urination/feels burning (burning sensation), irritation, and required additional surgical and non-surgical interventions.